Event description:
The proceed mesh delaminated during a laparoscopic henia repair. Four stay sutures were pulled up and the orc layer flaked when the endo anchor was being used on the edges. The surgeon continued to tack the device into place. The device remains implanted with no adverse event reported.